Event description:
It was reported that during attempted implant of a leadless implantable pulse generator (ipg) when the introducer sheath was advanced, a massive kink was observed due to the patient's poor anatomical conditions. The introducer sheath was attempted/not used. No patient complications have been reported as a result of this event. It was further reported that the introducer and the delivery system were returned, analyzed and tested out of specification.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The sheath of the delivery system introducer was damaged. The distal seal of the delivery system introducer was damaged. The proximal seal of the delivery system introducer was damaged. Visual analysis of the delivery system indicated damage during use. The analyst noted a partial introducer was returned with a device in between the distal and proximal seal within the seal body of the introducer. There device was removed from between the distal and proximal seal and has a serial number of (B)(6). The sheath of the introducer was cut at 10.3 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.